Event description:
It was reported that in the ICU, the set was opened and visually inspected with no obvious issues with the components. The skin was nicked and the dilator was placed over the swg. When attempting to insert the dilator over the swg into the patient's subclavian, the tip of the dilator splayed and in turn could not be used to dilate the tissue. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).